Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and discomfort in their chest. It was noted that the implantable pulse generator (ipg) had migrated due to fixation failure of loose and cut sutures. It was further noted that the right ventricular (rv) lead exhibited high impedance, rising and high thresholds and the lead had pulled due to the loose suture sleeve. The rv lead was explanted and replaced and the ipg remains in use. No further patient complications have been reported as a result of this event.